Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and four photos were returned from lot. No.1264509, cat. No. 320136. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. A functionality test was also carried out on returned sample as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported that the non-patient end of the bd micro fine¿ + pen needle broke off during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "the outer cover was loose and did not fit, it came off. The user also experienced the needle sometimes moved and pulled out." Via bd investigation team: "bdj found that the np needle was broken."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles the cover did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user' verbatim report is as follows: the outer cover was loose and did not fit, it came off. The user also experienced the needle sometimes moved and pulled out. The system doesn¿t find 1264509a, thus we input lot number as 1264509 .